Event description:
The customer reported that the insulin pump had a no delivery alarm during bolus. The customer reported having a blood glucose level of 499 mg/dl on the morning of the call. Blood glucose level at the time of the incident was 325 mg/dl. The customer also stated that he was only to retrieve data for three days before the call and all the rest had been erased. During troubleshooting, the customer reported that the no delivery alarm was resolved by a complete set change. The customer agreed to monitor the insulin pump and call back if the no delivery issue persisted. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.